Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, 26mm in length, target lesion was in the proximal left circumflex (cx) & obtuse marginal (om) coronary arteries. The lesion was predilated with an unspecified type of balloon. The physician attempted to advance a 3.0x32mm taxus liberte drug eluting stent to treat the target lesion but the device would not adequately cross to the target lesion. Upon withdrawal, it was noticed that the stent was damaged. The procedure was completed with another of the same device. There was no serious injury reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: visual examination of the returned device revealed proximal stent damage. Some of the struts were severely misaligned. Visual examination of the hypotube revealed a kink. The kink was measured at approximately 27cm distal from the strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.